Manufacturer narrative:
H11: based on all gathered information and the outcome of service activity, the root cause of the reported condition was traced back to an early failure of the inductor ring. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), canada. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. While performing electrical safety test the leakage current was 4x higher than it should have been. There are no error messages, and the system is functioning to specifications except the leakage current. The unit needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device gave a ground fault error (line isolation monitor (lim) alarm) in operating room during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: a review of the DHR could not identify any deviations or nonconformities relevant to the issue: all leakage current tests passed positively during release tests. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11 during troubleshooting it was found that the most likely cause of the issue was the inductor ring. The device will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.